Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer with technical assistance. The customer later confirmed that their device was not repaired and was removed from service. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it does not complete the boot-up process and the service indicator is present. There was no patient use associated with the reported event.